Manufacturer narrative:
Summary of investigation: two baxano io-flex ipsilateral probes (lot 100076) were returned for investigation. Investigation findings: inspection of the returned probes showed some minor deformation (scuffing or scraping) of the outer pebax material of the catheter portion of the probe. This is consistent with minor scuffing that may occur when the catheter is deflected or hyper extended in restrictive anatomy as the softer pebax catheter material is retracted into the metal cannula of the probe and is unrelated to the pt's condition. No other damage to either probe was noted, and all other components appeared to be intact. A review of the lot history record for the lots associated with both probes used during this case found no deviations or nonconformities.

Event description:
The pt was scheduled for a left-sided lumbar decompression at l4/5 and l5/s1. After placing the baxano io-flex wire at the l4/5 disc level using a baxano ipsi probe, the baxano neurocheck device was used to localize the nerve root at the foramen. Emg responses indicated that the device had been positioned ventral to the nerve root, and the surgeon elected to discontinue with decompression using the baxano micro blade shaver device. The surgeon then utilized the ipsi probe at l4/5 along the l5 nerve root to gain access to the left l5/s1 foramen. However, the surgeon chose to discontinue upon observing mechanical free running emg responses. Lastly, the surgeon utilized the ipsi probe at the level of the disc at l5/s1, but was unsuccessful in gaining access to the foramen and discontinued the use of any baxano device. The surgeon then completed the decompression using traditional instruments. Following surgery, the pt experienced severe sciatica, l5 radiculopathy, weakness in the extensor hullucis longus and ankle dorsiflexors, and l5 and moderate s1 sensory deficit.